Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported complaint can be confirmed. Based on the investigation details, the likely cause was the back nut can loosen through standard cleaning and autoclaving cycles, which could possibly cause the event described.

Event description:
It was reported that the back screw was missing and the device fell apart while the equipment was being cleaned. There was no pt involvement. There were no adverse consequences reported as a result of this event.